Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician entered the patient weight incorrectly when programming the infusion. The clinician programmed infusion using pounds instead of kilograms. As a result the medication was infused more quickly than anticipated. There was patient involvement but no harm.